Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: (B)(4), UDI: (B)(4). The instructions for use (IFU) for the conformable gore® tag®thoracic endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment and was implanted with two conformable gore® tag®thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the physician reported the patient had a proximal type I endoleak and wishes to undergo reintervention. The physician stated that his treatment plan is to bring the patient back in for a debranching at a future date. No date has been scheduled as the patient has some other unknown issues that require attention prior to reintervention.

Manufacturer narrative:
D10: corrected lot number 20566741; UDI: (B)(4).

Manufacturer narrative:
H6: added code c19 in regards to tgu373715/ (B)(6) device. Recent communication with the physician reported the patient has been referred to another surgeon and there is no reintervention scheduled for this patient at this time.